Event description:
It was reported by the rep that the (1) tlc75 was used during a functional end to end anastomosis in a laparoscopic bowel procedure. It was reported that the pt came back approximately one week after procedure with leakage in the middle of the staple line. The pt was readmitted and came back for a reoperation.